Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted after developing a pocket infection. The patient was treated and discharged in (B)(6) 2018. On (B)(6) 2018, a second pocket infection was observed. The patient underwent a debridement procedure and later persistent exudation was observed. Therefore, the patient's system was explanted on (B)(6) 2018. Debridement was performed and the patient was treated with antibiotics. The patient was re-implanted on (B)(6) 2019. The patient was stable.